Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock. System operates as intended.

Event description:
Customer reported the system will not image and displays generator errors. No patient injury was reported.